Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp that the motor stall had recovered on (B)(6) 2021. The length of the stall was 1032 hours and 7 minutes. The pump issue was reported to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient with an implantable infusion pump receiving dilaudid (hydromorphone) with a concentration of 6.2 mg/ml and a dose of 1.607 mg/day. It was reported that the reason for call was that the patient was having their refill today however when the hcp interrogated the pump it said the pump had stalled on (B)(6) 2021 which hcp confirmed with patient it was the same date the patient had and MRI. Caller confirmed the pump has not been alarming and the patient has not had withdrawals although the patient has been having more pain. Technical services reviewed telemetry mode with caller and reviewed considerations to continue to check logs until they see a recovery around the same time they initially interrogated the pump today. Technical services reviewed considerations to also check pump reservoir and compare to what they are expecting to pull. Technical services had caller pull the logs once and the caller did not see the recovery yet. Technical services reviewed considerations to continue to pull the logs until they see a recovery.